Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer expressed nausea, vomiting and high ketones, as symptoms of her high blood glucose. The customer believed that the insulin pump was functioning as designed. The customer mentioned that she may have scar tissue that did not allow the insulin to delivery properly. The customer declined troubleshooting for high blood glucose levels. The customer further stated that she was a brittle diabetic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.